Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and new ICD was implanted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that delivered non-sustained right ventricular oversensing (nsrvo) alerts for myopotential oversensing that resulted in pacing inhibition. No changes or intervention was reported. There were not patient consequences.

Manufacturer narrative:
The reported field event of oversensing could not be confirmed in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.